Event description:
It was reported that there was leakage with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that "blood was coming out." Per customer email: catalog number, lot number, and product description ¿ catalog 381423, lot number 8005827. Date of occurrence (incident date) ¿ (B)(6)2019 . Awareness/notification date (the date the first bd employee became aware) ¿ (B)(6) 2019. Description of the incident ¿ device malfunction ¿ blood was coming out any other information related to the incident ¿ customer communicated that this was the second time this happens to her. She indicated that in the previous week the same malfunction happens. Customer does not provide the lot number for the previous failure.

Manufacturer narrative:
Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received one photograph displaying the packaging information and a business card. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that "blood was coming out". Per customer email: catalog number, lot number, and product description ¿ catalog 381423, lot number 8005827. Date of occurrence (incident date) ¿ (B)(6) 2019. Awareness/notification date (the date the first bd employee became aware) ¿ (B)(6) 2019. Description of the incident ¿ device malfunction ¿ blood was coming out. Any other information related to the incident ¿ customer communicated that this was the second time this happens to her. She indicated that in the previous week the same malfunction happens. Customer does not provide the lot number for the previous failure.